Event description:
The user facility reported a uv intensity timeout alarm on their system 1e processor.

Manufacturer narrative:
Steris service went onsite to the customer to inspect the system 1e processor and identified that the facility had re-located their hot water tank from before the carbon filters to after the uv light assemblies. The system 1e processors at this user facility were installed by steris service technicians to the approved specifications. User facility employees were subsequently trained on the proper use and operation of the processors. Subsequent to the installation, the customer hired a 3rd party plumber to perform the modification observed upon the service technician's inspection. Steris service informed the customer that the modified processor configuration is not in accordance with the system 1e installation specifications. The system 1e is not validated for this configuration; the configuration caused a drop in the uv sensor reading, resulting in the reported uv intensity timeout alarm. Upon receiving this information, the customer chose to discontinue use of their system 1e processors until the configuration was brought into specification. As a result, the facility rescheduled 9 patient procedures; the facility also reported that they had processed 3 scopes the day of the reported event and could not confirm if the scopes were reprocessed prior to use. The facility has since re-configured the plumbing to the system 1 e processors to meet installation specifications. The facility has not experienced any issues since the configuration was brought into specification. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1e cannot be guaranteed unless devices are processed in accordance with steris' instructions for processing and use.